Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure, the battery was too warm. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned to manufacturer for evaluatio.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the battery was too warm. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.